Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the right atrial (ra) lead exhibited both under-sensing of p-waves and over-sensing on stored electrograms, with complete loss of capture and was discovered to have dislodged on x-ray and migration to the inferior vena cava, was confirmed on fluoroscopy. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.